Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10985rb with normal "apparently healthy" donors. No issues with tni recovery observed; lot performed properly. The customer returned the patients' draw 1 and draw 2 for investigation. In-house testing of the returned samples on retains of lot t10985rb did not replicate customers complaint. No elevated tni results observed, all replicates yielded tni <0.05ng/ml. Manufacturing batch records for the lot were reviewed, lot met release specifications. The root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported the following occurring for one patient. On (B)(6) 2020, a male patient presented to the customers facility with chest pain. Patients' first troponini result on triage was 0.15ng/ml at 14:59. The same sample was repeated; <0.05ng/ml at 15:15 and <0.05ng/ml at 15:30. The doctor requested a redraw. The redraw resulted <0.05ng/ml at 15:58. Patient was sent to another hospital for other testing. Customer stated patient was treated based on negative results. When asked what this treatment was customer stated "chart review indicates had additional serial cardiac labs and EKG. Abd u/s and CT of chest". EKG resulted: nsr. No acute ischemic change. No findings to explain pain symptoms. Patient diagnosis listed as pre-cordial pain. Facility reference ranges: abnormality - panic >=0.12 ng/ml, abnormality - abnormal >0.05 ng/ml.